Event description:
Several needles would not retract during their donation process, no injuries are reported at this time. No further information has been provided.

Event description:
Several needles would not retract during their donation process, no injuries are reported at this time. No further information has been provided.